Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a correction is needed. It was found that the mobile device was running an approved operating system at the time of the issue.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unable to change alert settings on the mobile app was reported. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.